Event description:
It was reported that the patient connector lost connection with the implantable device displaying a red x on the mobile programmer application during interrogation. It was noted that when attempting to reconnect the patient connector the bluetooth light remained solid and it was not possible to turn off the patient connector or to place it into pairing mode. Troubleshooting steps were taken to include removing the patient connector out of bluetooth range and swapping out the patient connector to complete interrogation. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was able to confirmed the customer comment that the patient connector lost connection and that when attempting to reconnect the patient connector the bluetooth light remained solid and it was not possible to turn off the patient connector or to place it into pairing mode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.